Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Both the delivery system and the stent were returned for analysis. The technical investigation of the delivery system revealed that the balloon has not been inflated. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent is deformed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during the procedure.

Event description:
Ous MDR - an orsiro drug-eluting stent system was selected for use. After placing the stent system inside the lesion it was noted that there was no stent on the balloon. The dislodged stent was found inside the protective sheath.